Event description:
It was reported that during an aaa (abdominal aortic aneurism) repair procedure, a guide wire became entangled. The physician was using the 0.035/260cm meier guide wire with an unspecified aaa graft device. The meier guide wire became "entangled" with the aaa graft device. No attempt was made to remove just the guide wire, the physician elected to remove the guide wire and the graft device together, without difficulty. The procedure was successfully completed with another meier wire. No pt injury or complications were reported. The pt's condition was reported as "ok".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.